Event description:
An ocd representative reported that a customer observed biased tsh-30 results for several patient samples resulting in further evaluation of the patients pitutary-thyroid axis. Biased results of this magnitude may lead to inappropriate physician action. There was no report of patient harm as a result of this event.